Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending section could not be fixed firmly due to wear of the lock engagement lever friction plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had noise on the image and scope communication error (b30) information regarding the type of procedure and when the product issue occurred were unknown. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields are being corrected: g2 report source as "health professional" and "company representative" were inadvertently selected. H6 medical device problem coding was corrected to reflect reportable malfunctions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, both the noisy image and b30 scope communication error are due to a crack in the adhesive filling part (around 13.5 mm from the tip). It is likely the crack was caused by factors such as the sensor unit cable stopping its movement, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.